Manufacturer narrative:
Received one device. Visual inspection found that the power cord was indeed damaged, and the insulation was broken. It was also observed that the reservoir cap had internal cracks at all four corners; in addition, the plug, tube cap, auxiliary seal, and rubber feet were missing, the j-clip was damaged, and the tüv label was an outdated version. The device has not undergone the pump power-on test due to the damaged power cord and to prevent damage to other components. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was overheating and had frayed wires on the power cord. The event occurred upon power on. There was no report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.